Event description:
It was reported that heli-fx endoanchors and endurant stent grafts were implanted to treat a ia endoleak. It was reported that nine endoanchors were implanted, one of the endoanchors penetrated the graft but did not penetrate the aortic wall, an additional endoanchor was placed at the site to secure to the aortic wall. It was reported that the procedure was successful, no endoleaks were observed at the end of the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.